Event description:
The following information was reported to gore: on (B)(6) 2022, a patient underwent endovascular treatment of an abdominal aortic aneurysm and bilateral common iliac artery aneurysms using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. During the treatment, after implantation of all planned devices, an angiography revealed around 80% coverage of bilateral renal arteries by the gore® excluder® aaa ipsilateral leg component rlt261218j . Before the procedure was concluded bilateral renal artery blood flow was confirmed. Non-gore stents (express¿ sd 6 mm - 18 mm) were implanted in each bilateral common iliac artery. The patient tolerated the procedure. Reportedly, the gore® excluder® aaa ipsilateral leg component (rlt261218j) may have been pushed up due to the bridging device being implanted using push-up technique.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. B7: the following information was requested but was not made available- weight, date of birth, pre-existing conditions and medications. G3/g4: date received by manufacturer 25 april 2022 - manufacturing record reviews completed in full on this date. H6: code 213, no device problem found ¿ a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. H6: code 4311, adverse event related to procedure - reportedly, the gore® excluder® aaa ipsilateral leg component (rlt261218j) may have been pushed up due to the bridging device (confirmed as plc271000) being implanted implanted using push-up technique. H6: code 22, known inherent risk of device - the gore® excluder® aaa endoprosthesis instructions for use warns against covering significant vessels. Also, according to the IFU, potential adverse events that may occur and require intervention include improper component placement and occlusion of the native vessel.